Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Investigation: samples received: 2 open pouches. Analysis and results: there are previous complaints of this code batch of which we manufactured and distributed in the market 3,610 units. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches (closed ampoules) showing ampoule leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, and that there are several previous complaints for the same defect, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA has been opened.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that once the customer opened the box, it was confirmed that the leakage was already caused. The event occurred prior to use with no patient harm.